Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9104129. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
Impeded in microcatheter. It was reported that during procedure, stent was impeded in the proximal end of microcatheter and could not advance any more. Doctor only retracted the stent alone and switched a second new stent to continue to be delivered, but the second stent was with the same issue. The doctor removed the second stent and microcatheter from the patient and switched a new stent and a new microcatheter (both were other brands) to complete the procedure. The surgery was prolonged about 15 minutes. On 26-mar-2025, additional information was received. The information confirmed that the procedure was a stent-assisted embolization of a posterior communicating artery aneurysm. When the first stent (from lot 9368817) was removed, the stent was still on the delivery wire. When the second stent was removed, it was also still on the delivery wire. There were no damages noted on the stent / stent delivery systems for both enterprise stents from the two different lots. Nothing unusual was noted about the two stent systems prior to use. A continuous flush was maintained through the microcatheter. There were no visible kinks nor other damages observed on the microcatheter. Aside from the two stents, no other devices went through the microcatheter. The information confirmed there was no negative impact to the patient and the physician did not consider the 15-minute procedure extension to be clinically significant.